Manufacturer narrative:
The insulin pump had button error alarm and no up and down button response due to corroded keypad traces. Analysis was unable to perform rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to no up and down arrow button response. The insulin pump was received scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they were trying to treat the blood glucose and they received a button error alarm. The customer's blood glucose was 273 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.